Event description:
It was reported that when the operator opened the cap for the puncture, there was residue on the needle tip. This occurred during priming. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received. A photo was provided. The photograph provided shows a unit without the original packaging. An extraneous matter is visible on the sheath of the unit. From the photograph it is not possible to understand whether the foreign matter is on the inner or outer surface of the sheath, nor to determine its nature or dimension. Analysis of the photograph does not allow to determine with confidence whether the contamination occurred before or upon package opening, nor to further investigate on the alleged defect. A device history record could not be completed as no lot number was received. Based on the evidence currently available, the reported allegation could not be confirmed with confidence, therefore no action will be implemented at this time. Complaints data will continue to be monitored.